Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks. The first shock was appropriate for ventricular fibrillation (vf), however the patient was in a wide complex tachycardia after the shock. This rhythm was oversensed and an inappropriate shock was delivered which accelerated the rhythm to ventricular fibrillation (vf) with some undersensing noted. Troubleshooting found that there was no oversensing in secondary or alternate vectors. It was reported that patient was on a ventilator at the time of the device check. It was unknown what caused the patient to be placed on the ventilator, however it was noted the patient had multiple health complications occurring. The family elected to have tachy therapy programmed off a couple days after the shocks were delivered. No additional adverse patient effects were reported.